Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) doppler does not work.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue because when the doppler probe of the device was checked, it was found to be defective. There was no problem in the operation of the device. The probe of the device since it is defective, it must be replaced with a new one. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service, excluding the doppler probe.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) doppler does not work. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,e1(name),g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(clinical & impact)